Event description:
It was reported that a balloon rupture occurred. The 50% in-stent restenosis was located in the moderately tortuous and non calcified mid left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 10 atm. The procedure was completed with another of the same device. No complications were reported.